Event description:
Patient reported device was not ruptured but a double capsule. This record is for the right side.

Manufacturer narrative:
Visual analysis of the photographs identified device patch with lot number 2617742 and catalog number n-27-ff120-335, red particles on the shell, deformation, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported "a few months ago my breast increased in size", this was later determined to be "a seroma" and a "possible rupture." The device remains implanted. This record is for the right side.